Event description:
Implant was initially implanted (B)(6) 2022. Patient returned to office on (B)(6) 2022 and presented iwth an infection. Physician prescribed oral antibiotics and sutured wound closed. On (B)(6) 2022 user facility made contact iwth the manufacturer to report that the infection had not resolved and reoperation was scheduled for (B)(6) 2022. Device was explanted and new device implanted with no complications.